Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil appeared not to be in the correct position. Upon manipulation, the coil prematurely detached. An attempt was made to retrieve the coil with a snare. In doing so, the coil stretched. An add'l attempt was made with an alligator device unsuccessfully as the coil broke. The remaining coil was left with approx 3cm of coil into the aci. No harm or injury reported. On (B)(6) 2012, info was received from the physician that the pt was doing well without restriction of any kind. The aneurysm was closed. A f/u examination is scheduled in 6 months.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as a portion remains within the pt and the remainder of the device was reported to have been discarded. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.